Event description:
It was reported that revision surgery was performed due to insert broke on medial carriage about (B)(6) 2017.

Manufacturer narrative:
The affected journey uni tibial insert, journey oxinium femoral component and journey uni tibial baseplate were returned and evaluated. A lab analysis conducted during this investigation indicated that the articulating surface of the femoral component is damaged. The tibial baseplate is worn and scratched on all surfaces. Bone cement is still adhered to the bone cement contacting surfaces of the femoral component and the tibial baseplate. The insert is damaged. There were no observations of material or manufacturing deviations in the course of this investigation. Batch number for the femoral component and the insert was not readable on the parts. Thus, the manufacturing records and complaint history review was only conducted on the baseplate. The review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Our clinical evaluation noted that no clinical relevant documents were provided to conduct a thorough medical assessment. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary.